Event description:
Boston scientific received information that during the implant of this right ventricular (rv) and right atrial (ra) leads, the patient experienced a pericardial effusion. The physician reported that the effusion was a result of one of the implanted leads, but it is unknown which lead contributed to the incident. No interventions or corrective actions were taken and the implant procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Both leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.